Event description:
The rv lead is implanted with an abbott 7120 durata (implanted on (B)(6) 2010). Rv lead impedance > 3,000 was confirmed during the outpatient checkup. When the polarity was changed from tip to ring to tip to coil, 513 was displayed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).